Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.

Event description:
Healthcare professional reported left side textured to smooth implant exchange. Healthcare professional later reported left side rupture. The device has been explanted and replaced.

Event description:
Healthcare professional reported left textured to smooth implant exchange. Healthcare professional later reported left side rupture. The device has been explanted .